Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was reported that ventilator device was constantly advising a reboot. This information is not specific enough to point to any particular fault. According to received information, after the replacement of the device monitoring printed circuit board, the issue was resolved and the device was returned back for clinical service. Despite several reminders, the only information received regarding this complaint is the information stated in the complaint form, which is not enough to determine the root cause of the reported failure. No goods or device logs have been returned for technical investigation. Given this, we have not been able to confirm the problem nor can we identify any root cause.

Event description:
It was reported that the ventilator generated a warning for reboot constantly. There was no patient harm reported. Manufacturer ref.#: (B)(4).